Event description:
A drain was placed following gall bladder surgery. During removal of the drain 12 days later the drain broke. Patient was taken to the operating room. Minor dissection was required to remove the drain.